Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) experienced controller failure during a purge cassettes change. Aic console was changed. There was no patient harm.